Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the physician had difficulty inserting the ventricular lead into the device header. Eventually, the lead was connected and implanted.